Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2022, the patient reported his cgm had not alerted when his blood sugar decreased while he was driving. The patient is a new dexcom user and his first sensor on (B)(6) 2022. Early in the day on (B)(6) 2022, his blood glucose (bg) via fingerstick was 88 mg/dl. Later in the day around 3:00 pm, he was driving when his glucose decreased, he passed out, and started driving erratically. A police officer witnessed his driving and rammed his patrol car into the patient¿s vehicle to get him off the road. Emergency medical services was called, and a bg was performed which was 23 mg/dl. The patient was treated with IV fluids and the paramedics 'squeezed stuff' into his mouth (presumed to mean glucose gel). The patient was transported to the hospital where he was given food until his bg stabilized and was released. The patient had not sustained any injuries associated with the vehicle crash. Post-event, the patient continued to use the event sensor for another nine days without any inaccuracies or missed alerts. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.